Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample in open packaging was provided for evaluation. The sample was visually inspected and subjected to piggyback testing, where it was connected to an infusion pump operating at a flow rate of 299 ml/hr for fifteen minutes. Concurrently, a secondary IV bag containing green dye was attached to detect any backflow at the distal backcheck valve. No backflow was observed during the test. The sample was gravity primed, and no occlusion was detected. Additionally, no alarms were triggered throughout the investigation. Based on the investigation findings, no sample deviation was identified; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: ed staff were attempting to transfuse blood products but were unable to get the roller clamp to work enough to stop the blood from backflowing into the nss. Hemostats were used on the nss tubing in order to get blood infused properly.